Event description:
It was reported that since the vns implant, patient has been experiencing hoarse voice, throat pain and difficulty swallowing. At follow-up visit, the vns was turned off; system diagnostics did not reveal any issue with the vns. DHR was completed on both the lead and the generator confirming both passed functional specifications and were both sterilized prior to release. Later it was reported that the patient was still experiencing functional impairment despite device being off. During an ent evaluation it was stated that the patient has left vocal cord immobility with associated dysphonia and dysphagia following vns insertion despite being turned off. The patient was noted to be referred for further assessment and consideration of injection laryngoplasty. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
Later, a response received by hcp. It was noted that the ent believed that the cause of the left vocal fold paralysis was secondary to the placement of the vns. It was reported that the nerve injury may be temporary or permanent; recovery cannot be determined until at least one year post-injury. No surgical interventions were reported. The only intervention reported is temporary injection laryngoplasty with hyaluronic acid filler as interim treatment. This procedure only requires local anesthesia and a scope, not considered surgical. The patient's voice was noted to be quite hoarse on a recent clinic visit on (B)(6) 2026.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; b11 inadvertently left off of initial report despite being known at the time of submission.